Event description:
Caller reported cgm error 42, which involved issues with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support and received guidance on performing a pump reset, successfully resolving the issue as the error code did not display again, and caller was able to start their sensor session.